Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a battery problem.

Manufacturer narrative:
The rse spoke with the customer who stated the battery was faulty. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device, and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time.